Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a femoral nail kit screw with an unknown part and lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The synthes complaint handling unit received a maude event report numbered (B)(4) as part of a post market surveillance review. Only additional and/or corrected information will be contained in this report. This report is for a broken femoral nail kit screw with an unknown part and lot number. This is report 1 of 1 for (B)(4).